Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following event of the type ia endoleak and sac growth of 19 mm. The event is most likely user related. Procedure related harms for this event could not be determined. Clinical also identified an off-label infrarenal neck angle of 66 degrees during review of the pre index procedure computed tomography (CT) scan, which may have caused or contributed to the event. The final patient status was reported as doing well post successful secondary endovascular procedure. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply. Corrections: h6: device code: remove code 3190. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 bifurcated stent graft, an afx vela suprarenal, and an afx vela infrarenal devices. Approximately two (2) years post initial procedure, the patient presented emergently with flank pain. The CT (computed tomography) scan revealed a type ia endoleak. The physician elected to treat the patient by implanting an additional suprarenal afx device on (B)(6) 2019. The patient is reportedly doing well. As of date, there have been no additional patient sequelae reported. Additional information: during the investigation, sac growth of 19 mm and infrarenal neck angle of 66 degrees pre index procedure (off-label anatomy) were identified.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 bifurcated stent graft, an afx vela suprarenal, and an afx vela infrarenal devices. Approximately two (2) years post initial procedure, the patient presented emergently with flank pain. The CT (computed tomography) scan revealed a type ia endoleak. The physician elected to treat the patient by implanting an additional suprarenal afx device on (B)(6) 2019. The patient is reportedly doing well. As of date, there have been no additional patient sequelae reported.